Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported the hcp explanted the patient¿s ins and attempted to remove the lead but a fragment was left implanted. Per the hcp, "all the metal was removed, what is left is the electrodes and the tine". It was unsure why the ins was removed. There were no further complications reported or anticipated.